Event description:
It was reported through a remote transmission that the patient's right atrial (ra) lead was over-sensing noise. The noise was reproducible through isometric testing. Programming changes were made. The patient had no adverse consequences.